Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while a patient had been wearing a pod their blood glucose level had decreased to 48 mg/dl. The patient reports they had eaten bread in addition to glucose tablets and using gels. It was reported that the patient was prescribed linezolid (600 mg) as well as moxifloxacin (400 mg) from an infectious disease provider to treat a bacterial infection.